Event description:
During a procedure, the lapclinch grasper tip broke an fell into the patient. The tip was retrieved. This did not result in permanent injury.

Manufacturer narrative:
The breakage may have occurred due to an accidental contract to a hard object and/or the force exerted onto the tip is beyond design force.